Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. This is supplemental report two of two for the same event. Report one of two is reported on MFR #0001032347-2017-00092-1. Reports 0001032347-2017-00205, 0001032347-2017-00206, and 0001032347-2017-00207 were submitted based on the report that there were multiple events.

Event description:
(In addition to what is already reported): the drills broke while drilling into the bone during different surgeries. The broken drill did not fall into the patient. The events caused a three minute delay while the surgeon obtained and used another drill to complete the surgery. The specific dates of the events are unknown, however the hospital advised the events occurred between (B)(6) 2016.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report one of two for the same event. Report two of two is reported on MFR #0001032347-2017-00092.

Event description:
It is reported the products broke during surgery. More information was requested and has yet to be received.

Manufacturer narrative:
The product identities were confirmed in the evaluation. Visually evaluation confirms that all four of the drills are broken and the broken fragments were not returned. The complaint for the four broken drills is confirmed. The most likely underlying cause of the complaint was determined to be excessive force put on the drill during use causing side loading and fracture. A fifth drill with this lot was also evaluated. Visual evaluation indicates minor use but the drill is fully intact and not broken therefore the complaint cannot be confirmed. This was most likely returned in error with the broken product. The non-conformance database was reviewed and there are no non-conformances associated with this lot of parts. This is report two of two for the same event. Report one of two is reported on MFR #0001032347-2017-00092.